Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: dd-mmm-yyyy / serial#: (B)(6) d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery end of life. It was also reported that the controller was exchanged to the backup controller, but the ventricular assist device (vad) did not start. It was later confirmed that the controller had been placed into the manual programming mode disabling the "vad stop" alarm, so when the backup controller was hooked up it did not start the vad. An unapproved software controller was then used. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dtma1qq ICD, 6935m62, 429888, 5076-52 leads implant date: (B)(6) 2018 d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two controllers (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller fault alarm logged on (B)(6)2024 at 08:29:11, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. No data was recorded after the reported controller fault alarm. As a result, the reported controller fault alarm was confirmed. However, the reported failure to start event and disabled vad stopped alarm was not confirmed due to insufficient information. Of note, it was reported that the perceived failure to restart was due to operator error. If a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and will remain in a disabled mode. When a driveline is connected to the controller while the dvsa mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. The inability of the pump to start due to the cont roller being connected while the dvsa feature was enabled was most likely perceived as the reported failure to restart. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Based on the available information, the most likely root cause of the reported failure to restart event can be attributed, but not limited to the reported use of the disabled vad stop alarm method during the controller exchange. Additional products: controller -1420/ serial # (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no failure to restart, this was an operator error. Vad stop alarm was disabled to program the controller, when this happens it places the controller into a manual mode, and the pump will not start automatically when the driveline is attached. When the controller is in manual mode you can start the pump with the start button on the speed/control tab, like during an implant. It will remain in this mode if you disconnect the data cable, as long as power is still attached. When all power is removed, the controller is reset, and will automatically start a pump when power is added.